Event description:
The manufacturer received information that a trilogy o2 ventilator returned to the manufacturer's service center for completion of preventative maintenance. There was no patient involvement, and no harm or injury was reported. During servicing of the device, an error code e-344 was noted to have occurred. The oxygen blender printed circuit board assembly was replaced to address the issue. The device passed final testing and was confirmed to operate properly.